Event description:
Report received from USA stating that the device was not working properly. The device was not used in surgery. It is unknown if pt or user injury occurred. It is unknown if delay or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).